Manufacturer narrative:
Samples were collected in gold top plastic sst tubes. Qc is run every eight hours and the results were within the established ranges before and after the event. Hotline offered customer to send service to check on the instrument, but haven't heard back from the customer to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding two false low glucose (results generated by the unicel dxc 600 pro synchron chemistry analyzer. The initial glucose results were 55 and 71 mg/dl. The critical rerun yielded 84 and 104 mg/dl. The erroneous results were not reported outside of the laboratory. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.